Event description:
During the administration of medication, the catheter was noted to be leaking around the insertion site. The nurse decided to discontinue the catheter and when they did it came apart at the hub. The catheter remained in the vein with only a small amount sticking out. The nurse was able to grasp the small piece with their fingernail and pull all of the catheter out.

Manufacturer narrative:
Investigation summary: there was one 5059 sample returned for analysis. The catheter tubing that remains attached to the hub extends approximately 1/64" from the nose of the hub. The unattached segment of tubing measures approximately 1 23/32". The eyelet assembly (metal insert that holds the catheter in place) is demonstrated to be proper and intact. The edges of the catheter tubing are smooth and oval indicating that the tubing had been laterally cut with a sharp instrument using a compressive force such as scissors. The unattached catheter tubing at the point of severance revealed smooth and even edges indicating that the tubing had been cut with a sharp instrument such as scissors. The catheter bevel tip was normal and intact. It has been concluded that the severed catheter incident resulted from the clinician cutting the catheter tubing. Co provides instructions with this product which caution against the use of scissors.